Manufacturer narrative:
Follow-up #1: date of submission 10/02/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple low battery warnings observed in the black box history. There was moisture corrosion observed in the battery compartment. The battery cap was not returned with the pump. A test cap was able to fit securely on the pump. The pump alarmed with a low battery alarm warning upon start up, therefore short battery life was duplicated. All current readings were within specifications. The pump cover was removed and no moisture corrosion was found internally. Unrelated to the original complaint, the audio bolus button cover was torn, but the button was response. The pump failed the leak test due to a bolus button leak. Also unrelated, the display was dim and faded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.